Event description:
The surgeon inserted a cq2015 three piece collamer lens and the haptic tore during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury.